Manufacturer narrative:
Device is a combination product. (B)(6). Device was evaluated by MFR.: a promus element, mr, ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the proximal stent strut rows were noted to be lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18mar2020. It was reported that failure to cross a lesion occurred. Vascular access was obtained via right femoral artery. The chronic totally occluded, 2.75x28mm, concentric, de novo target lesion with a bend of >45 degrees was located in the severely tortuous and mildly calcified left circumflex artery. The lesion was crossed with a non-bsc guidewire and predilated with a 1.2x15mm emerge and a 2x12 maverick balloon catheters. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a 2.75x32mm promus element plus drug-eluting stent with good timi 3 flow. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.